Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital due to high blood glucose of over 600mg/dl. The customer tried to change the infusion set and to prime the insulin pump. The customer stated that the insulin pump did not alarm but has rewound. Assisted the customer through the priming process and the insulin pump was able to prime successfully. The customer stated that he is not sure if his high glucose is due to the medication he has been taking recently or the insulin pump is not working properly. Advised the customer to call us back if he is still running high for further troubleshooting. No additional information was provided.